Event description:
Procedure: thyroidectomy. According to the report: the customer reports that the patient had to return to the or postoperatively because the wound had opened. The customer believes that the clips did not close properly. The patient had recovered. No sample available for evaluation.